Manufacturer narrative:
The delivery was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2007-00217 and 6000093-2007-00218 and 6000093-2007-00216. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Initially, four taxus express2 drug eluting stents, unknown size, were placed in the 100% stenosed lesion located in the nontortuous, noncalcified, mid, right coronary artery (rca). Eighteen months post procedure, the patient presented with thrombosis in the previously stented rca. Additional information has been requested, but is not available.